Event description:
Ous MDR - it was reported that after an implant duration of 21 months this lead displayed decreasing threshold measurements. The lead was replaced. During the revision procedure insulation damage was noted at the subclavian crush location. It is known that the pt with lead was very active by lifting heavy trunk wheel rims. The lead is under analysis at the moment. No adverse pt side effects have been reported.